Event description:
It was reported that (1) pro46 was used during an unknown procedure. It was reported by the rep that the endo pouch broke apart while specimen was being removed from inside pt's abdomen. It is unknown how the case was completed. There was no consequence to pt.